Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open or close. A field service engineer shut down the device, opened the back, and found a magnet missing from inseparable and replaced it with a new style and reseated the row board. Consequently, the stool came up, and the customer was able to recover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.